Manufacturer narrative:
A ge service representative performed an investigation. The inhouse biomed technician informed that he replaced the x-ray manual remote. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently would not perform fluoroscopy. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.